Event description:
The customer reported obtaining "mix pressure exceeded the operating limits" errors on the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
The customer technical specialist (cts) stated the customer replaced the pneumatic supply but the (errors) issue remained. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered the leak was contained within the instrument. The fse also discovered the flowcell had clogged resulting in a leak from quick disconnect (qd282) to port 4 on the flow cell. The volume of the leak is unknown. The fse replaced the quick disconnect (qd282), resolving the leak. The fse also replaced the mix pressure sensor due to the leak subsequently damaged the mix pressure sensor (ad362). The fse verified the instrument and the instrument was returned to normal operation. (B)(4).